Event description:
The manufacturer received information alleging a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. No medical intervention was specified the device is not returning to the manufacturer for evaluation. The manufacturer did not receive contact information to obtain additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.